Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after an implant duration of two (2) years, two (2) months due to perivalvular leak. This was replaced with a 23 mm pericardial bioprosthesis. There were no reported complications and the patient is reported as being discharged.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus and is not a result of device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.